Manufacturer narrative:
Patient¿s identifier, date of birth/age and weight are unknown. Date of postoperative plate breakage is unknown. This report is for one (1) unknown plate. Partial part number reported as 02.124.4xx. Lot number is unknown. Without the specific part and lot number, the UDI is not available. Implanted in (B)(6) 2005; exact date is unknown. Device explanted in (B)(6) 2018; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. The (510k): unknown, as specific part and lot numbers for plate is not provided. Complaint is confirmed as plate breakage is visible on the received x-rays. Without material is no further evaluation possible. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient sustained a periprosthetic fracture below the stem of their hip replacement on an unknown date. The fracture was treated in (B)(6)2015 with the variable-angle (va) condylar plate. The va condylar plate broke in (B)(6) 2018. The plate has failed through the va portion of the combi hole. The patient was revised with another va condylar plate. Revision surgery was completed successfully with patient outcome reported as okay. Concomitant device reported: screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complaint is confirmed as plate breakage is visible on the received x-rays. Product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Implanted in (B)(6) 2015; exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.